Event description:
Report from hospital that ventilator was checked and functioned correctly on a test lung but failed to ventilate when attached to a pt. Hospital stated that pt deteriorated and required resuscitation. At this time the hospital had not determined that any malfunction had occurred.

Manufacturer narrative:
Lab testing: unit placed in environmental chamber and operated at 40 c. Unit went "vent inop" after several hours. Appears that the compressor motor and or the starting cap are bad. Unit sent to service department to have failed components replaced and retest unit per latest mmp's and qci's.